Manufacturer narrative:
This report is submitted on may 25, 2017.

Manufacturer narrative:
This report is submitted on april 28, 2017.

Event description:
Per the clinic, the patient developed an infection at the implant site resulting in the decision to explant the device on (B)(6) 2017.